Manufacturer narrative:
Investigation summary bd received a photo for investigation. The customer-provided image shows a device with a small clear particle on the IV needle. A visual inspection was conducted on 30 retained samples for foreign matter, and foreign matter was found in one of these samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, foreign matter was observed on the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, foreign matter was observed on the needle. No adverse impact was reported regarding the patient or user.